Event description:
During initial placement of pediatric tee probe, probe failed to function correctly. Due to malfunctioning transducer or connector, the echo machine could not recognize the active transducer and would not calibrate. During placement of second pediatric tee probe, an esophageal tear occurred, resulting in surgical repair and cancellation of proposed cardiac surgery.